Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer decided to wait to see if the issue was temporary and was advised by technical support to call back for troubleshooting if the problem persisted during future use. The customer acknowledged this advice.